Event description:
They reported that in may they were in the emergency room due to an issue and had an MRI of their head because they have a cochlear implant and their skin around it was infected and swollen. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).